Event description:
The patient was referred for a generator replacement due to battery depletion where the generator was unable to be communicated with. When the new generator was implanted and attached to the lead, high impedance was seen several times. The surgeon tried re-inserting the pin several times, and high impedance was seen each time. Therefore a lead revision was performed at that time. The products will not be returned to the manufacturer as the facility does not allow any explanted products to leave the facility. No other relevant information has been received to date.